Event description:
The surgeon performed a partial knee arthroplasty using mako's tactile guidance system v 2.0 (rio) on (B)(6) 2011. Upon impaction of the implant, the tibial bone subsided both in the front and back portions of the bone. The surgeon stated that he was converting the surgery to a total knee arthroplasty due to the pt's poor tibial bone quality.

Manufacturer narrative:
As part of normal complaint f/u an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio) application. The mako rep stated that mako's rio device operated as intended and that there was no failure with the device. The surgeon also stated that the conversion to a total knee arthroplasty was due to the pt's poor tibial bone quality. Mako surgical is filing this MDR in an abundance of caution in order to ensure visibility to an adverse event that occurred as result of a procedure that utilized the rio application.